Event description:
Loss of osseointegration, periodontal disease, primary stability was achieved, implant was completely covered by bone, peri-implantitis, infection, pain, increased sensitivity, mobility.